Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that when they first had their ins implanted, they would only need to charge for a half hour once a week, but now they were charging every 2nd or 3rd day and it took longer to charge the ins. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they were unsure what the root cause of the recharging issues were. The patient reported that the issue has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating their recharge time was increasing every session and the issue had not been resolved.